Manufacturer narrative:
This supplemental report is being submitted to provide correction the results of the final investigation. Updated fields: d8; e1; g3; h2; h3; h6 and h11 corrected field: h8 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dp board failure (printed circuit board failure). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a printed circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center had processor display problems. The issue occurred during setup before use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.